Manufacturer narrative:
Product analysis: the device returned for evaluation with a detachment on the hypotube. Kinks were evident on the hypotube proximal/distal to the detachment site. The detachment site on the hypotube material was oval and jagged. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two onyx frontier coronary drug eluting stents, both devices detached in vivo during delivery through a lesion in the proximal circumflex (cx) artery which was heavily calcified. The proximal cx artery was then ballooned with a 4.0x15mm nc euphora and the stent devices passed successfully. The distal obtuse marginal (om) artery was successfully stented with no issues. The target lesion was located in the distal om artery which exhibited moderate tortuosity, severe calcification and chronic total occlusion (cto) 100%. Both devices were inspected prior to use and negative prep was performed with no issues. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing both devices. The detached portions of the devices do not remain in the patient and were removed through the guide. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there was no difficulty removing the onyx frontier devices from the patient. There was no issues noted with the 4.0x15mm nc euphora. Additional onyx frontier stents passed successfully and were implanted. Correction: the catheter of both devices detached/fractured during delivery through the vessel. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.